Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received the failed battery test. The customer's blood glucose level was unknown. It was also stated that the battery were changed several times and they only lasts for two days. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarm or low battery alarm noted during testing. Device functioning properly. (B)(4).